Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they are supposed to be having an MRI this next week and they were told that a little piece on the bottom broke off but the paperwork at the doctor's office does not show that at all, it showed it was removed in its entirety but the card they have said they can only have an MRI from the neck up anyway. Patient services (ps) reviewed MRI information and redirected to their healthcare provider to further address the issue. Patient services (ps) offered and sent email with MRI instructions.

Event description:
Additional information was received from the patient. They patient called back and repeated information regarding the lead fragment. The patient repeated that a note from their healthcare provider's (hcp's) office stated that the 3889 lead was removed in its entirety, but the patient was told by a manufacturer representative (rep) that an x-ray showed that the bottom part of the lead had broken off and was still inside the patient's body. The patient mentioned that a rep had a letter that stated the bottom part of the lead was not removed. The patient was told that they should still be able to get a full body MRI, but they had a card that said they could only have an MRI from the neck up. The agent had the patient activate MRI mode during the call and it showed mr conditional full body scan eligible. The patient said the MRI facility was reluctant to do the MRI. The agent reviewed that the MRI facility could contact technical services or the patient's hcp if deemed necessary. Additional information was received from a manufacturer representative (rep) on 2026-apr-29. The rep reported that they don't recall seeing the patient. They reported that it appeared there was a note submitted by another rep in july of 2024 stating there was a lead fragment left in the sacrum. That rep had never covered the hcp and it appeared the lead fragment was from a different doctor and facility. The rep stated they were not present for the lead breaking and was not aware of it breaking. The rep added that they did some more digging and they didn't have a note of ever seeing the patient. They did see in the patient's file that there were x-ray images from a 2021 procedure that showed a lead fragment.

Manufacturer narrative:
Continuation of d10: product ID neu_label_acc, serial# unknown, product type accessory product ID 3889-28, lot# va203d4, implanted: (B)(6) 2019, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.